Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, headache, dyspareunia and fatigue. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyshidrotic eczema ("had dishydrodic eczema"), hyperhidrosis ("excessive sweating on my palms and feet"), dry skin ("dry patches and pitted skin") and anxiety ("anxiety"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, dyshidrotic eczema, hyperhidrosis, dry skin and anxiety outcome was unknown. The reporter considered anxiety, dry skin, dyshidrotic eczema, hyperhidrosis and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. On 1-jul-2020: medical record received- reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyshidrotic eczema ("had dishydrodic eczema"), hyperhidrosis ("excessive sweating on my palms and feet"), dry skin ("dry patches and pitted skin") and anxiety ("anxiety"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, dyshidrotic eczema, hyperhidrosis, dry skin and anxiety outcome was unknown. The reporter considered anxiety, dry skin, dyshidrotic eczema, hyperhidrosis and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- anxiety. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: social media content received. New event anxiety added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyshidrotic eczema ("had dishydrodic eczema"), hyperhidrosis ("excessive sweating on my palms and feet") and dry skin ("dry patches and pitted skin"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, dyshidrotic eczema, hyperhidrosis and dry skin outcome was unknown. The reporter considered dry skin, dyshidrotic eczema, hyperhidrosis and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. New event medical device removed was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.